Event description:
Report received of several undocumented incidents of clave leaks. It was reported that adult pts were having outpt EKG stress tests. A primary line of saline was infusing with a stopcock connected to the distal clave port. A radioactive isotope was injected through the stopcock, and fluid was immediately noted to be leaking from the connection between the clave port and the stopcock. No obvious visible defects were reported. The set-up was changed and the studies resumed with no further problems. Radiation exposure protocol was needed for clean-up of the room. There were no reported adverse pt effects. Add'l info was requested, but no further info was provided.